Event description:
The ge oec 9800 fluoroscopy system was rebooted and displayed collimator too large error.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. System software and calibration files re-loaded. Collimator re-calibrated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.